Event description:
Product type: deep sigmoid resection. According to the reporter: the patient underwent a deep sigmoid resection in 2007. The eea stapler was used in conjunction with multipurpose purstring clip with suture and no staple line reinforcement material. No abnormalities were noted during the procedure. During the re-operation on the fifth post-operative day, a leak at the anastomosis was found and then it was noted that the staple line had failed. Re-intubation, resection of the initial anastomosis, hartman set up and cleaning of the entire abdominal cavity of the bowel leakage was performed. The pt expired on the following month. Hepatic cirrhosis was the cause of death, and the pt also had hypertension, carcinoma, and small-size knotty. No autopsy will be performed. The instrument has been discarded because no problems were noted during the initial procedure.